Manufacturer narrative:
Initial reporter facility name: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and supply bag that resulted in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and supply bag which resulted in leak that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and ending the therapy session. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: it was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the heater line of the homechoice cassette and heater bag (previously reported as loose connection between the supply line of the homechoice cassette and supply bag) which resulted in a leak that led to this alarm. Should additional relevant information become available, a supplemental report will be submitted.